Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The customer was sent a front bezel to address the issue.

Event description:
The ventilator generated an error alarm light emitting diode led failed. There was no patient involvement.